Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11-dec-2017 with the following findings: a review of the pump black box data indicated evidence of short battery life as illustrated by drastic voltage drops leading to cs 128 alarms. During a visual inspection of the pump, the battery compartment was undamaged. The battery cap was not returned. A test battery cap secured properly to the pump and no power loss was observed. Current draws measured within specifications. The ez-prime steps were performed correctly with no issues occurring. The pump case was removed and no evidence of moisture ingress or loose components was found. The complaint of a battery life issue was shown in the pump history but was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.